Event description:
It was reported that the patient was experiencing an increase in seizure frequency and duration. The relationship of the increase to pre-vns levels is unknown. It was also reported that the patient was admitted to the hospital with aspiration pneumonia following a seizure. His medication has been switched to generic by his insurance company and since then, the patient's seizures have increased. The physician could not interrogate the patient's generator and it may be at end of service. A battery life calculation was performed and resulted in approximately -2.58 years until end of service. Patient will be referred for surgery, but it has not occurred to date. Attempts for further information are in progress.